Event description:
Customer reportedly obtained results of 260mg/dl, 149mg/dl, 266mg/dl, 151mg/dl, and 368mg/dl on the aviva system within 10 minutes. Customer took 10 units of novolog based on results as well as normal 10 units of lantus. No adverse event reported. Requested return of suspect system and replacement was sent.